Manufacturer narrative:
Correction: b5 (event description - typographical error) plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The dialysis unit manager for a user facility reported to fresenius that a previous patient coded on a liberty select cycler. There was an unspecified allegation that stated the facility ¿thinks it can be a cycler issue¿ in the initial reporting. Multiple attempts were made to acquire further details concerning this anonymous patient¿s cardiac arrest; however, no additional information was obtained.

Manufacturer narrative:
Clinical review: per the claim from a dialysis unit manager, a temporal relationship exists between ccpd therapy utilizing a hospital provided liberty select cycler and this anonymous patient¿s cardiac arrest. The root cause of this patient¿s adverse event cannot be determined in the absence of the required information; however, it is well known the esrd population continues to experience events that carry a high risk of mortality and fewer expected years of life when compared to the general population. Regardless, the liberty select cycler cannot be excluded as a source or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The dialysis unit manager for a user facility reported to fresenius (during initial reporting for (B)(6) where a recent cardiac arrest occurred during continuous cyclic pd (ccpd) treatment) that a previous patient coded on a liberty select cycler. There was an unspecified allegation that stated the facility ¿thinks it can be a cycler issue¿ in the initial reporting. Multiple attempts were made to acquire further details concerning this anonymous patient¿s cardiac arrest; however, no additional information was obtained.